Event description:
It was reported that; during a single level acdf case, doctor broke the anchor-c flexible screwdriver in half. I watched him carefully and he did not bend past the recommended 35 degrees. Small fragments broke off but have been retrieved and disposed of.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. This device was approximately three years old at the time of the reported event. It was reported that the angle was difficult due to the patient anatomy. Conclusion: the most likely cause of the fracture is too much bending force may have lead the shaft to break.

Event description:
It was reported that; during a single level acdf case, doctor broke the anchor-c flexible screwdriver in half. I watched him carefully and he did not bend past the recommended 35 degrees. Small fragments broke off but have been retrieved and disposed of.